Event description:
During a routine replacement for normal battery depletion, impedances with a new neurostimulator were over 40, 000 ohms. Numerous attempts were made to remove the leads and re-insert into the neurostimulator ports. The leads were also tested with a multi trailing lead cable and impedances were within range. A second neurostimulator was opened and impedances were within range. The patient recovered from the procedure with no sequela.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.